Manufacturer narrative:
The investigation determined that imprecise vitros phyt results were obtained from multiple samples collected from a single patient on a vitros 250 chemistry system. Vitros phyt quality control results and precision testing demonstrated acceptable performance of the vitros phyt reagent and the vitros 250 chemistry system. The event was isolated to samples from a single patient, and the imprecision was also observed when the samples were tested on an alternate method. In addition, the patient samples were not processed according to the tube manufacturer's recommendations. The investigation was unable to determine a definitive root cause. However, the event is most likely sample related, and an unknown interferent or pre-analytical sample processing could not be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
A customer obtained imprecise vitros phenytoin (phyt) results from multiple patient samples collected from a single patient on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is unknown if the affected results were reported from the laboratory as this information was not provided by the customer. There was no allegation of patient harm. (B)(4).